Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was in the ER and needed an MRI for the head/brain. The patient did not have their patient programmer (pp) or ins recharger (insr) with them. It was reported that the insr was ¿not able to recognize the ins since implant¿ and the patient wasn't able to charge the ins. It was reported that the ins was dead. No related symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a MRI technician on 2019-apr-08. The patient told the caller that the implant is dead. The caller didn¿t know how long it has been dead but mentioned that they did a head scan in the past on the patient 2 months ago and the device was dead at that time. The patient was redirected to follow up with their healthcare professional (hcp) to have the device checked and determine eligibility. No further complications were reported/are anticipated.